Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the post-accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a registered nurse (rn) a fluid leak during treatment. The pd patient contact reported a fluid leak of from the cassette door during an unknown phase and cycle of treatment. The cause of the leak is unknown. The rn did receive make sure hb is on ht messages in fill 1 of treatment before treatment was cancelled and prior to the observed leak. The rn was advised to discontinue use of the cycler and the cycler was replaced. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse (rn) a fluid leak during treatment. The pd patient contact reported a fluid leak of from the cassette door during an unknown phase and cycle of treatment. The cause of the leak is unknown. The rn did receive make sure hb is on ht messages in fill 1 of treatment before treatment was cancelled and prior to the observed leak. The rn was advised to discontinue use of the cycler and the cycler was replaced. Additional information was requested but was not received to date.